Event description:
After 32 months of implantation, this pacemaker was explanted. It was reported that the pacemaker was not capturing or pacing. In addition, the lead attached to this pacemaker has been reported on an MDR.